Event description:
Healthcare professional reported "possible rupture" and later did not report the event of rupture. Additionally, healthcare professional reported capsular contracture, "baker grade IV, grade 3 ptosis, bottoming out and deformity". Patient was also reported to be under the recommended age at time of implant. This record is for the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.